Event description:
A 24 mm diameter x 14 mm diameter x 13.5 length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to be severely calcified, small diameter and severely diseased. The physician completely deployed the stent graft and its components; however, there was some disruption of the external iliac artery on the right side due to the patient's frail arteries. A graft conduit was sewn in the right common iliac artery after a cut-down on the same side. The case was completed when the physician elected to perform an iliac to femoral bypass. No additional clinical sequelae were reported and the patient is reported to be fine.